Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and undersensing were noted on the atrial lead. The device was programmed to deactivate the atrial lead. The patient was in stable condition.